Event description:
Caller alleged imprecision with inratio meters. Results as follows: date: (B)(6) 2009 inr: 1.2, 1.3, 2.3.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user: 1st inr: 1.2, 2nd inr: 1.3, 3rd inr: 2.3, mean: 1.60, sd: 0.61, %cv: 38.02. Since 38.02% cv is greater than 20%, inratio meter results failed the criteria for precision. It was also indicated that both venous and capillary blood were utilized in sampling. This is a product mis-use because only capillary blood should be used with the inratio meter. Previous investigation on strip lot 214540 revealed no discrepant results on referenced and in-house meters. (Refer below for investigation) precision met criteria. Product deficiency not established. No further action is required. In-house precision calculation provided from a previous case: donor 1: ref: 2.3, in-house: none, in-house: 2.2, mean: 2.25, sd: 0.07, %cv: 3.14. Donor 2: ref: 2.3, in-house: 2.1, in-house: 2.1, mean: 2.17, sd: 0.12, %cv: 5.33. For each pair of replicates of each sample on strip lot 214540, mean and standard deviations were calculated. In-house test results were 3.14% and 5.33%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on referenced and in-house meters. No further action is required. Investigation results from a previous case: the allowable difference between the inratio inrs and sysmex inrs was calculated. At least two out of three replicates for both samples of lot 214540a are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required. As of (B)(6) 2009, fourteen discrepant result complaints were reported for lot # 214540 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.